Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and no non-conformances or issues were found. When the pump was returned to mmdg for evaluation, no problems were found. Mmdg could not replicate or confirm the reported complaint. Based on the investigation, the original MDR did not need to be filed.

Event description:
The initial reporter stated that the pump "stopped pushing the feed, no alarm and the screen would go blank". Mmdg made several attempts to follow up with the initial reporter and obtain additional information, but those attempts were unsuccessful. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non-conformances or issues were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "stopped pushing the feed, no alarm and the screen would go blank". Mmdg made several attempts to follow up with the initial reporter and obtain additional information, but those attempts were unsuccessful. (B)(4).2019